Event description:
Reporter alleged high blood glucose results of 300-500+ mg/dl for about 15 days however had no symptoms of high or low glucose. It was reported customer had a reading of 454 mg/dl abd called the doctor who advised him to go to the emergency room (ER). Reporter stated going to the ER 8 hours later his meter read 94 mg/dl and three minutes later his meter read 266/254 mg/dl. No treatment was reportedly received.a request was made for the return of the suspect device and replacement product was sent.